Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on around (B)(6) 2012. The patient manages her diabetes with an insulin pump (type not specified). At an unspecified time/ date, the patient reportedly took an increased dose of medication (amount not specified). Prior to the alleged issue, the patient claims she felt symptoms of heavy sweating and "not talking right." It is not known how the patient treated her symptoms at that time. For reasons not known, on (B)(6) 2012 at 1030 pm, emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "39 mg/dl" with the ems device. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was resolved with training. This complaint is being reported because the patient allegedly obtained a blood glucose result of "39 mg/dl" with an ems device and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.